Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event occurred three days before the date he contacted ascensia, therefore, event date was captured as (B)(6) 2020. The customer did not provide the product information. Therefore, no information was captured(model #, lot #, expiration date) and device manufacture date could not be determined.

Event description:
The customer reported that he compared his blood glucose readings between the contour next link 2.4 meter and hospital's meter and obtained a difference of 100 mg/dl. The customer stated that he took insulin and his health was compromised. No further event details were provided. There is no allegation of an adverse event. The customer stated that he disposed the bottle of test strips. The device is not expected to be returned for the evaluation.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.